Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd burette set the label information was printed inconsistently. There was no report of patient impact. The following information was provided by the initial reporter: this morning you also reported there is a buretrol chamber with the burette measurements that are upside down on the burette chamber. Additional info about ail issue: ail occurring with tpn ¿ at beginning of infusion, many hours into the infusion, no rhyme or reason. Nurses are noting a lot of air when they open the pump module door. The pumps are beeping constantly. There is not a lot of tpn fluid, so the nurses cannot prime through to remove the air. Nurses end up changing the IV set entirely because the air is causing so much disruption to the infusion which is wasting time and resources. Typically the tpn bags come from pharmacy around 2pm and get hung around 3:30-4pm, and have about an hour to warm up, the IV tpn bags typically go straight to the patients room and do not get refrigerated again. Nurses re-fill the burette chamber every hour with approx. 10ml of fluid. The vent is reportedly closed during the infusion, as someone told the nurses it only needs to be open for a glass bottle. In the surgical area, nurses are having air collect above the pumping segment in regular tubing (not burette tubing). No further information available, at this time. First steps re-enforce proper set up. See attached head height tip sheet for burette delivery. Having the pump as close to heart level as possible will maintain positive pressure in the line. Positive pressure eliminates air. Continue to re-enforce proper priming. See IV set instruction on back of packaging and ail alarms tip sheet. Prime slowly using the roller clamps, fill burette chamber initially with 30ml of fluid to ensure no air during priming, maintain drip chamber 2/3 full. Continue allowing the tpn to warm to room temp before priming. See ail alarms tip sheet. As cold fluids warm up they release air, and we want the air released in the IV bag instead of throughout the length of the tubing. Ensure the vent is open during the infusion. See attached tip sheet for glass bottle. The same principles apply when priming/re-filling the buretrol chamber. A closed or a wet vent may contribute to slow flow and/or air bubble formation. If the clamp is closed between the IV bag and the burette chamber, the vent must be open, as the burette chamber, like a glass bottle, is not collapsible. Have the nurses ever seen a collapsed buretrol chamber or drip chamber? This may indicate a negative pressure (or a vacuum) has developed in the IV set. Ensure the vent is closed during priming/drip chamber filling/burette chamber re-filling or if inverting the burette chamber to put more fluid back into the bag or even when looping burette up during set up so the vent does not get wet. See attached burette priming instructions. This is an example of directions for use, that should be on the back of the buretrol packaging. It mentions not opening the vent until after the drip chamber is filled. There should be something similar on the packaging that you use, that you can refer to. If you have the ref# I can get the pdf instructions of the IV burette you use. See attached ¿bd preventing air in tubing¿¿ tip sheet: this tip sheet has some good visuals for negative pressure and what can occur when there is not enough air. This one illustrates a bag with a semi-rigid base, but the same principles apply when the vent gets wet or if the vent is closed when infusing from a container that does not collapse (e.g., a glass bottle or a buretrol chamber). Minimize any shaking/jostling during transportation of tpn bags. Some medications are bubblier and prone to air. Bubbles may be harder to get rid of once they form. Particularly with longer infusions (like tpn), if clinicians see air-in-line in the IV fluid bag, they can gently tap the tpn bag so the air moves up to the top of the IV fluid bag, instead of moving down the tubing. Re-enforce location of ail sensor and proper set loading. In my experience, some clinicians misidentify the pressure sensors as the ail sensor and focus on the silicone segment, but ail in the silicone segment is not why the pump is alarming. It is alarming due to air in the location of the ail sensor. Assess the ail sensor location to see if it is visible air or if there is no visible air. Ensure the tubing is pushed all the way back into ail sensor. (A gap between the sensor and the tubing can contribute to false ail alarms). Clean the ail sensor with a cotton swab and water to remove any film or debris that may be clouding the sensor.

Event description:
It was reported while using unspecified bd burette set the label information was printed inconsistently. There was no report of patient impact. The following information was provided by the initial reporter: this morning you also reported there is a buretrol chamber with the burette measurements that are upside down on the burette chamber. Additional info about ail issue. Ail occurring with tpn ¿ at beginning of infusion, many hours into the infusion, no rhyme or reason. Nurses are noting a lot of air when they open the pump module door. The pumps are beeping constantly. There is not a lot of tpn fluid, so the nurses cannot prime through to remove the air. Nurses end up changing the IV set entirely because the air is causing so much disruption to the infusion which is wasting time and resources. Typically the tpn bags come from pharmacy around 2pm and get hung around 3:30-4pm, and have about an hour to warm up, the IV tpn bags typically go straight to the patients room and do not get refrigerated again. Nurses re-fill the burette chamber every hour with approx. 10ml of fluid. The vent is reportedly closed during the infusion, as someone told the nurses it only needs to be open for a glass bottle. In the surgical area, nurses are having air collect above the pumping segment in regular tubing (not burette tubing). No further information available, at this time. First steps : re-enforce proper set up. See attached head height tip sheet for burette delivery. Having the pump as close to heart level as possible will maintain positive pressure in the line. Positive pressure eliminates air. Continue to re-enforce proper priming. See IV set instruction on back of packaging and ail alarms tip sheet. Prime slowly using the roller clamps, fill burette chamber initially with 30ml of fluid to ensure no air during priming, maintain drip chamber 2/3 full. Continue allowing the tpn to warm to room temp before priming. See ail alarms tip sheet. As cold fluids warm up they release air, and we want the air released in the IV bag instead of throughout the length of the tubing. Ensure the vent is open during the infusion. See attached tip sheet for glass bottle. The same principles apply when priming/re-filling the buretrol chamber. A closed or a wet vent may contribute to slow flow and/or air bubble formation. If the clamp is closed between the IV bag and the burette chamber, the vent must be open, as the burette chamber, like a glass bottle, is not collapsible. Have the nurses ever seen a collapsed buretrol chamber or drip chamber? This may indicate a negative pressure (or a vacuum) has developed in the IV set. Ensure the vent is closed during priming/drip chamber filling/burette chamber re-filling or if inverting the burette chamber to put more fluid back into the bag or even when looping burette up during set up so the vent does not get wet. See attached burette priming instructions. This is an example of directions for use, that should be on the back of the buretrol packaging. It mentions not opening the vent until after the drip chamber is filled. There should be something similar on the packaging that you use, that you can refer to. If you have the ref# I can get the pdf instructions of the IV burette you use. See attached ¿bd preventing air in tubing¿¿ tip sheet: this tip sheet has some good visuals for negative pressure and what can occur when there is not enough air. This one illustrates a bag with a semi-rigid base, but the same principles apply when the vent gets wet or if the vent is closed when infusing from a container that does not collapse (e.g., a glass bottle or a buretrol chamber). Minimize any shaking/jostling during transportation of tpn bags. Some medications are bubblier and prone to air. Bubbles may be harder to get rid of once they form. Particularly with longer infusions (like tpn), if clinicians see air-in-line in the IV fluid bag, they can gently tap the tpn bag so the air moves up to the top of the IV fluid bag, instead of moving down the tubing. Re-enforce location of ail sensor and proper set loading in my experience, some clinicians misidentify the pressure sensors as the ail sensor and focus on the silicone segment, but ail in the silicone segment is not why the pump is alarming. It is alarming due to air in the location of the ail sensor. Assess the ail sensor location to see if it is visible air or if there is no visible air. Ensure the tubing is pushed all the way back into ail sensor. (A gap between the sensor and the tubing can contribute to false ail alarms) clean the ail sensor with a cotton swab and water to remove any film or debris that may be clouding the sensor.

Manufacturer narrative:
Investigation summary: one photo was provided by the customer for quality investigation. The customer complaint of scale marking issue was verified by evaluation of the photo provided by the customer. The photo provided by the customer shows that the markings were printed on the burette of the infusion set upside down. A device history record review could not be performed because the lot number is unknown. Due to a physical sample being received, an investigation could not be performed, and a root cause could not be determined.